Event description:
Caller reported a cgm error 42 with their sensor. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support to perform a pump reset, and after resetting, the error did not appear again. The customer successfully started their sensor session.